Event description:
It was reported that the pt had a 4 by 1 1/2 cm lesion on the left flank which was nonhealing. An excision of the area was done on august 28 1998. Post operatively it was noted that there was some drainage from the excision site. Pt was placed on duracef, 500mg twice a day.

Event description:
It was reported that after a removal of lesions on the chest and back a pt developed an infection. Pt was treated with antibiotics.